Event description:
Customer reported that the defective sensor " measured values too low in conjunction with intermediate cable". No known impact or consequence to patient.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable failed continuity tests due to an open in the cable on the white conductor, along the length of the cable. Simulation testing was performed using the returned cable and sensor and a "snsr off" error message was observed.